Event description:
It has been reported that a revision surgery was performed.

Manufacturer narrative:
Bone cement debris was observed in the fixation area of the femoral component. Scratches and damage caused by instruments during implantation/extraction were observed on the distal and posterior condyles and in the fixation area. It was reported that the knee was revised because a right knee component was implanted in a left knee. The implant was correctly labeled and the complaint report indicated that the implantation error was likely not a labeling issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high iron results for 24 patients generated by the au5431-02 clinical chemistry analyzer. The results were reported outside the laboratory and corrected reports were issued after repeat testing was performed. It is unknown if patient treatment was affected in this event. The risk of serious injury will be assumed upon recur. A separate report 2050012-2010-01660 has been submitted for the malfunction portion of this event and the reports shown below have been submitted for the other patients associated with this event. 2050012-2010-01540; 2050012-2010-01556; 2050012-2010-01557; 2050012-2010-01558; 2050012-2010-01559; 2050012-2010-01560; 2050012-2010-01561; 2050012-2010-01562; 2050012-2010-01563; 2050012-2010-01564; 2050012-2010-01565; 2050012-2010-01566; 2050012-2010-01567; 2050012-2010-01568; 2050012-2010-01569; 2050012-2010-01570; 2050012-2010-01571; 2050012-2010-01572; 2050012-2010-01573; 2050012-2010-01574; 2050012-2010-01575; 2050012-2010-01576; 2050012-2010-01578.